Event description:
It was reported that the patient stated he did not feel well. The device had 2.75v battery voltage and 1500 ohms impedance a few months previously. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.